Event description:
During implant of left ventricular assist device (lvad) the pump would not actuate electrically. The controller was exchanged 2 times before the pump was operational. The pump was kept in fixed mode for two days and then was switched to auto mode. The pt is stable and remains ongoing on electric actuation of the lvad while awaiting a heart transplant.